Event description:
The pt was at a pharmacy waiting for his wife at the main entrance. While waiting, he was leaning against an electronic article surgeillance system and rec'd a shock after a few moments. When the pt went in for his routine follow-up, the physician observed noise on the stored egm and learned of the pt's experience with the eas system on that date.